Event description:
Since implant of mesh, patient has experienced left groin pain during bowel movements, erections and ejaculations. He has blood in his stool, irritable bowel syndrome, tooth decay, testicular pain, left sided joints that are painful and pop. He states that he feels a free floating mass or ridge that has also been palpated by pt. He has seen 5 different urologist and has had 35 hours of pt with various therapists. He states that it feels like the mesh is shrinking and cutting into his abdominal wall.